Manufacturer narrative:
Clarification d.1, d.2a, d.2b, d.4 : device information was not provided. It is not known if device is silicone gel or saline filled. Default to saline at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture/deflation.

Event description:
Healthcare professional reported a right side removal was noted as "rupture/deflation." Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture : no observed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported a right side removal was noted as "rupture/deflation." Device has been explanted.